Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to an unknown low blood glucose (bg) level; value was not provided. Low bg cause was not known. Multiple follow-up attempts were made by tandem technical support to complete troubleshooting; however, no response was received.